Manufacturer narrative:
The investigation was started. The results will be provided in a follow-up report.

Event description:
It was reported that savina ashd-0257 had errors happened during use causing a restart. No injury reported.

Manufacturer narrative:
For the investigation the logfile of the device and additional received information from the hospital were analysed. It was further reported by the customer that the there was a problem with the power generator that the device was connected to. In another room with normal electrical grid conditions the device operated without issues. According to the logfiles it was found that the device performed a restart as the device detected an internal deviation which was likely caused by a power spike. No device failure was found. A deviation within the electronic system will cause a software-controlled reset of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. If the failure is irreversible, the startup sequence cannot be finished resulting in a high priority buzzer alarm. The customer has to disconnect the patient from the device and continue ventilation without delay using another independent ventilator. The savina 300 meets all iec 60601-1 requirements for medical electrical equipment.

Event description:
Please see initial report.